Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date (B)(6) 2012; inratio: 1.1; repeat inratio: 2.4. Time between testing was minutes. Therapeutic range 2.0-3.0.

Manufacturer narrative:
Investigation pending.